Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, resulting in a fall. The right ventricular (rv) lead exhibited intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.